Manufacturer narrative:
(B)(4). Investigation result: visual evaluation of the returned device found the flare detached. The dongle shaft was found to be deformed and the key has stains but it was in good condition. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached; this condition does not allow the device to be actuated. The most probable root cause of this event is supplier manufacturing. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the snare loop failed to extend from the sheath. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.